Manufacturer narrative:
Description of problem or event: the reported history of stroke was reported under MFR # 2916596-2018-02734. Approximate age of device ¿ 3 years 2 months (the age is calculated from the date of implant to the event date) the patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted last night for low flow alarms. The patient has an infected driveline site with history of stroke. The log file captured low flow events on (B)(6) 2019. There appeared to be no mcs equipment issues causing these events. The low flow events seemed to be a patient related issue and not an equipment related issue. Abbott clinical covering heart line received call from customer requesting directions on silencing alarms in order to allow patient to sleep. Customer stated that they are aware that the patient was having frequent low flow alarms. Instructions were given over the phone, as well as steps to cancel the extended alarm silence. It was noted that pump silence alarm was already active. The customer was asked to cancel the silence alarm on the system controller and wait for the low flow alarm to become active. Once low flow hazard alarm became active, with clinical support, customer was able to drop the fixed speed to 7000 rpm, and the extended silence alarm option was available for activation. The reported event was resolved; customer was able to activate the extended silence alarm without further issue.